Event description:
On (B)(6) 2012, physician placed a 80mm of zilver 518 vascular self-expanding stent. On (B)(6) 2012, dapt was changed to aspirin and plavix. On (B)(6) 2012, the pt discharged from the hospital. Abi left: 0.89 and abi right: 0.70 (a stent has been placed in the right iliac). On (B)(6) 2012, suspicion of recurrence of thrombosis was confirmed. Add'l procedure will be performed on (B)(6) 2012. On (B)(6) 2012, occlusion from the proximal side of the 80mm of zilver 518 vascular self-expanding stent placed on (B)(6) 2012 was confirmed. After urokinase infusion, poba was performed several times. Add'l placement of another stent was considered, and 24 hours urokinase infusion was performed. On (B)(6) 2012, good blood flow was confirmed by angiography. The pt current condition has been requested but has not been provided. There have been no known adverse effects to the pt as a result of this occurrence.

Manufacturer narrative:
PMA/510(k) #p050017 s002 and s003. There were no (B)(4) devices of lot number cf749041 in stock at the time of the complaint investigation. The device related to this complaint was not available for eval as it was implanted in the pt. Images were requested but were not provided, therefore it is not possible to confirm this complaint or determine the root cause of this issue. With the info provided a document based investigation was carried out. The complaint info provided confirmed an occlusion from the proximal side of the 80mm zilver 518 vascular self-expanding stent placed on (B)(6) 2012. After urokinase infusion, poba was performed several times. Add'l placement of another stent was considered, and 24 hours urokinase infusion was performed. On (B)(6) 2012, good blood flow was confirmed by angiography. (B)(4). A review of the mfg records for lot# ch745869 and lot #cf749041 revealed no discrepancies related to this complaint issue. Embolism is a known potential adverse effect referenced in ifu0043-7. As per ifu0043-7, section "potential adverse events" advises user as follows: "potential adverse events that may occur include, but are not limited to, the following: embolism..." As per ifu0043-7, the user is also advised that post implant "appropriate antiplatelet/anticoagulant therapy should be administered post procedure". Dapt, aspirin and plavix were administered to the pt involved in this incident. There have been no adverse effects to the pt as a result of this occurrence. The 2 year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.